Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Possible causes for patient reaction related to citrate toxicity include but are not limited to patient hydration or patient physiology/disease state.

Event description:
The customer reported that they performed a mononuclear cell (mnc) collection on this patient on (B)(6) 2012. The patient had some oral paresthesias during the procedure and they gave him IV calcium. The patient developed facial twitching about an hour after the procedure. He was hospitalized and noted to have low magnesium and potassium levels which they are attributing to citrate toxicity. They admitted him to the hospital and corrected the magnesium and potassium levels. He returned to the blood collection facility for a second mnc collection on (B)(6) 2012. They gave him IV calcium and oral potassium during the procedure. The patient again developed some facial twitching and remained hospitalized following the second procedure for observation. Upon follow-up on (B)(6) 2012, the customer reported that the patient was doing much better and was released from the hospital with the facial twitching resolved. He did not need to undergo a third collection. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to patient hospitalization.

Manufacturer narrative:
(B)(4). Investigation: through conversation with the customer, it was determined that the ac infusion rate was configured at 1.0 ml/min/ltbv for the procedure on (B)(4) 2012. The ac ratio was 12. The customer stated she did not make any changes to the inlet flow rate during the procedure. They lowered the ac infusion rate for the procedure on (B)(6) 2012, to 0.8 ml/min/ltbv. The terumo bct support specialist explained to the customer that lowering the infusion rate would not affect product quality or clumping, and that this was related to the ac ratio and not the ac infusion rate. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.